Event description:
Date of event is approximate. The pt had a heartmate ii left ventricular assistive device implanted in (B)(6) 2013. This was his second heartmate ii implanted as the first one (implanted (B)(6) 2013), malfunctioned, clotted or both. The second device developed a clot shortly after he had been transferred from a speciality hospital (ventilator weaning) to a rehabilitation facility. His pt/inr went to around 1 (min) and he had blood in his urine. He was transferred to acute care hospital where his device had been completed ((B)(6) hospital, (B)(6)) and was admitted. Testing revealed that his lvad was only functioning at 30 percent efficiency and that it need to be replaced. However, the doctor said pt would not be able to tolerate surgery due to weakness. On thursday, (B)(6) 2014, the lvad was not functioning and that death was imminent as his heart was failing and his lungs filling up with fluid. The pt expired on (B)(6) 2014 at 3:15 pm. Unk if autopsy done. Previous events: sepsis, lvad driveline (B)(6) 2014, c-difficile, (B)(6) 2014, uti, (B)(6) 2014. It is unk if the pt did not receive his regularly scheduled doses of blood thinner prior to the event, but he had been transferred from a specialty rehab facility to the new rehab facility on monday (B)(6) 2014. Dates of use: (B)(6) 2013 - (B)(6) 2014. Diagnosis or reason for use: stage IV heart failure or end stage heart failure.